Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that after a coronary artery stenting treatment procedure, the patient experienced cardiac failure. The location of the lesion being treated is unknown. The physician placed a 3.50x32mm taxus express2 study stent. At 227 days after the index procedure, aggravation of cardiac failure was confirmed. The patient was hospitalized and became better.